Manufacturer narrative:
The medrad® provis injection system (serial number (B)(6)) was not able to be evaluated by bayer service as the equipment was taken by the public prosecutor. According to the service history records for this injector system, the most recent service activity that was performed by bayer was a preventative maintenance activity on august 24, 2022 which confirmed that the system was operating to specification. The disposables that were in use during the alleged incident were discarded by the site and the lot number was not provided. Therefore, no further evaluation can be performed. The customer has a no communication policy in place at this time and will not provide any additional information pertaining to this incident. Bayer product analysis reviewed the limited information that was provided and determined that there is insufficient evidence of a system or device malfunction or failure to perform as intended by the design.this information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On february 8, 2024, the customer contacted a bayer service representative to perform a system check of their medrad® provis injection system (serial number (B)(6)). The customer referred to an alleged "fatal incident" that had occurred; however, no details surrounding the incident were provided. This information was subsequently communicated to the bayer complaint management team on march 6, 2024.

Manufacturer narrative:
The investigation into this incident is in progress. Once additional information has been received, a follow-up report will be provided. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On february 8, 2024, a bayer service representative was contacted by the customer to perform a system check of their medrad® provis injection system (serial number unknown). The customer referred to an adverse event that had occurred; however, no details surrounding the incident were provided. This information was subsequently communicated to the bayer complaint management team on march 6, 2024.